Manufacturer narrative:
The device log was analyzed at manufacturer site. On the date of the reported event (B)(6) 2015 the error code 11239 ¿power supply failure¿ was entered to the log. During on-site device inspection by a dräger technician a low 5v supply voltage was detected. Root cause was determined to be an increased contact resistance of the pcb ventdos to the pcb aktuatorik. Cleaning of the contacts of the adapter has solved the reported problem. This failure has led to a warm start of the device with subsequent switchover to safety mode. During a warm start julian automatically switches to man/spont-mode. Manual ventilation using a breathing bag is possible during this time in which the fresh gas supply is carried out by an o2-bypass flow from the central supply. The user is notified about the warm start via alarm tone and display hint. If the warm start is successful, ventilation will be continued with the latest settings. If the warm start is not successful or if the same failure reoccurs within 10 minutes, julian switches to the so called ¿safety mode¿, which offers manual ventilation with adjustable oxygen flow. User is notified to this change by optical and acoustical alarm. The affected device is 14 years old. In the last 3 years no further similar case was reported from the field. Therefore the case was assessed to be a single failure. The device was tested and was handed over to the customer ready for use.

Event description:
During a review it was found that this case is reportable. It was reported that during a case the device stopped automatic ventilation. This was accompanied by an error message that automatic ventilation is no longer possible. The case was continued using manual ventilation. No patient injury reported.